Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspect the system onsite and confirm that the system was not starting up. Upon troubleshooting, fse replaced the front cover and found that the power to the transformer but no power coming out, while programming pdms and pdmo went non-responsive and replaced pdm still the issue persists. To resolve the issue, fse replaced back cover, front cover b and r cabinet pdms, and fuses. The replaced parts for pd.assy rear panel box, pd.assy base top works and front panel box were returned to philips for further analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis, however after replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system was not booting up. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite, and the troubleshooting actions showed a problem with the power distribution module. The fse replaced the power distribution module and returned the system to use in good working order.